Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had a reset. It was also reported that the patient did not report any radiation therapy or traveling. The ICD device otherwise checks out fine and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. 1 - por for mem test, ramware area 6 crc block, occurred on (B)(6) 2011 06:11:47. 1 - patient alert for device circuit error occurred on (B)(6) 2011 06:11:47. The device was not returned , but diagnostic information is consistent with the reported event.